Event description:
A hospital in (B)(6) reported that an infant using a bc800 nasal mask presented with nasal bridge breakdown. They further reported that the infant, (B)(6) was on CPAP for the last three weeks and was cycling between the bc800 mask and a drager mask every four to six hours as he did not cope with prongs. The hospital stated that the issue seemed to be with the moisture, pressure and rubbing.

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned for investigation. Our analysis is therefore based on the information provided by the hospital. The hospital informed us that this was a "compromised" infant, having been born (B)(6), and they were thus alternating between the bc800 infant nasal mask and a drager mask every four to six hours as the baby could not cope with nasal prongs. The hospital has only recently begun to use the infant nasal masks. The concerned fisher & paykel healthcare (fph) product specialist confirmed that the clinical nurse educators, clinical nurse specialists and nursing staff of the hospital were trained in november 2010 on the proper use and fitting of fph infant interfaces, which includes the bc800 infant nasal mask. The clinical nurse educators and specialists are providing ongoing training with other hospital staff. The hospital also confirmed that further reminders and teachings to the staff were focused around using an extra circuit support device and encouraging position change every three to four hours in fragile infants. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following check is also stated in the user instructions: "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. We recommend hourly checks. Alternating between mask and prongs can reduce the risk of irritation." The hospital further reported that they were going to try "laying down hydrocolloid as a barrier when the infant was ready for extubation." We have received one other complaint for the bc800 infant nasal mask.